Event description:
It was reported that a pt who underwent anterior capsulotomy and lens fragmentation with the catalys system (system) experienced a loss of suction at the pt interface during laser phacofragmentation, which resulted in the decoupling of the pt interface from the eye. The physician recognized the loss of suction and immediately lifted his foot off the laser footswitch to terminate the delivery of laser energy. During surgical removal of the cataract in the operating room, it was observed that there was a faint scoring of the superior quadrants of the posterior side of the cornea. No additional complication(s) and or medical intervention was reported.

Manufacturer narrative:
Corrections: initial report reflected the date the report was submitted to FDA instead of the date the initial reporter provided the information about the event.

Manufacturer narrative:
Investigation of the incident included the analysis of the system video display recording, system optical coherence tomography (oct) recording, and cataract surgery video from this procedure. From the analysis of the system display recording, there is evidence that the pt interface lost seal with the eye during the laser phacofragmentation procedure due to excessive eye/pt movement. The catalys system performed as designed, ie the laser energy turned off when the physician lifted his foot off the laser footswitch.

Manufacturer narrative:
Patient information was not provided as to any impact or no injury was reported. In initial report, other serious injury was selected in error. The categories for outcomes attributed to adverse event are not applicable as this is a product problem. Malfunction is the correct reportable event. (B)(4)¿s investigation subsequently identified that the catalyst system may have a remote potential event where loss of suction during laser firing could create a hazardous situation that may result in scoring of the posterior corneal surface. Therefore (B)(4) will issue an advisory notice to reinforce instructions provided in product training and in the operator¿s manual regarding suction loss during a procedure. In addition, (B)(4)will be making enhancements for detecting and alerting the user of patient suction loss.